Event description:
Event: intervention to retrieve a broken wire. Case details: it was reported that the #4 pull wire broke and the catheter shaft was cut to resolve the problem. The graft was successfully implanted.